Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7070715.

Event description:
It was reported that patients spinal cord stimulator paddle lead had impedances. The patient underwent a spinal cord stimulator paddle lead replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.